Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet failed to pair with a dexcom g7 sensor while the dexcom mobile app continued to display glucose readings, indicating a connectivity and pairing issue between the ilet and the cgm transmitter. Symptoms included no adverse physiological effects and no impact to blood glucose control as the user maintained visibility of glucose data via the mobile app. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and education, including bluetooth toggling, device restart, and reentry of the transmitter pairing code, with guidance that pairing could take up to 30 minutes. Investigation of this case revealed a communication failure limited to the ilet-to-cgm pairing pathway, with no indication of sensor malfunction or systemic device failure. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient bluetooth connectivity issue resulting in unsuccessful device pairing.